Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for breakage of the male luer with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® flashback blood collection needle broke off. This was discovered before use. The following information was provided by the initial reporter: before withdraw blood, when the customer connected the fbn to the holder, and then occurred break off.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® flashback blood collection needle broke off. This was discovered before use. The following information was provided by the initial reporter: before withdraw blood, when the customer connected the fbn to the holder, and then occurred break off.